Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reports that she was hospitalized for high blood glucose in (B)(6) 2011. Customer's blood glucose was 700 mg/dl. Customer has not used insulin pump since 2011. Insulin pump will be sent to customer. No further information provided.

Manufacturer narrative:
The insulin pump passed the functional test including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.